Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right atrial (ra) lead exhibited noise episodes. No intervention was performed, and the patient will continue to be monitored. There were no reported patient consequences.